Event description:
A malfunction on the pump was reported by the caller, which displayed a malfunction code and fault ID. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump; however, the malfunction recurred. Consequently, a replacement pump was sent to the customer, who was advised on backup therapy and steps for setting up and returning the defective pump.